Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that an advia centaur xpt analyzer outputted signal errors 1 and 4 and falsely elevated vitamin b12 (vb12) results on 2 patient samples and a falsely depressed prostate-specific antigen (psa) result on a patient sample. Calibration and quality control (qc) were acceptable at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument and found that the connector top hat in waste reservoir was blocked with waste causing the vacuum of the system to not perform correctly leading to overfilling of cuvettes and splashing in the luminometer. The cse cleaned the waste reservoir and removed the blockages, checked dark counts, and ran diagnostic tests, which recovered acceptably. The customer ran qc, which recovered within the ranges. Siemens further evaluated the event and determined that the insufficient vacuum due to blockage in the waste bottle potentially contributed to the falsely elevated vb12 and falsely depressed psa results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely elevated vitamin b12 (vb12) results on 2 patient samples and a falsely depressed prostate-specific antigen (psa) result on a patient sample were obtained on an advia centaur xpt analyzer. The erroneous results were reported to the physician(s). The samples were repeated on an alternate advia centaur xpt analyzer. The repeat results fit the patient¿s clinical history. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated vb12 and falsely depressed psa results.